Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during the implant procedure, the pulse generator exhibited high lead impedance. The device was no longer used and replaced.